Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This patient requires little therapy, and this pacemaker will be monitored remotely until it has reached elective replacement indicator. This investigation will be updated when further information is provided. No adverse patient effects were reported.